Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
(B) (4) - no complaint was received with return of the device. Failure (event) observed during analysis. The device was received with no output or telemetry due to battery depletion. With a new battery, normal function ensued. The implant duration was 3.74 years, which did not exceed 75 percent of the device's 5.7 year projected longevity. No field settings were received.